Event description:
Boston scientific received information that this right atrial (ra) lead displayed out-of-range (oor) pacing lead impedance (pli) measurements of greater than 3000 ohms. Pacing thresholds were not able to be obtained. The patient was asymptomatic. It was reported that the lead would likely be revised at some point in the future. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.